Event description:
Following the ablation procedure, when the operating room was being cleaned it was observed that the outer covering was separated exposing the internal wires.

Manufacturer narrative:
The reported catheter shaft separation was confirmed. The shaft was fractured and separated proximal to the loop/shaft transition, exposing the spring body. Further investigation revealed that the shaft had been separated due to excessive torque applied on the catheter. The cause of the separated shaft is consistent with damage during use.

Event description:
This event was identified following an atrial fibrillation ablation procedure.